Event description:
It was reported that pump experienced malfunction code. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer initially did not take any action, then contacted technical support, who provided instructions to reset pump; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged and understood instructions.